Event description:
Caller rec'd a reading of 549mg/dl and called the ambulance due to the high result. The paramedics reportedly tested him at over 500mg/dl as well and transported him to the hosp. He states that the hosp device read between 120mg/dl and 130mg/dl and no treatment was rec'd. No strip info was reported. No quality controls were used. Requested return of suspect device and replacement was sent.